Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0wj5t, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer, health care provider (hcp), and manufacturer representative reported that the patient started breaking out in hives and had a continuous rash in (B)(6) 2016. The patient went to the ER a couple of times and had a biopsy. It was confirmed that the patient was having an allergic reaction to internal nickel. The patient wanted to know if any part of their implant system had nickel. The patient had a severe allergic reaction to nickel and wanted all the facts. The patient believed the lead and implant were causing them to break out in a rash on their arms, chest, and back. The situation was being addressed by the patient's dermatologist and the patient would follow-up with their managing hcp. No diagnostics had been performed and the issue was not resolved. Surgical intervention had not occurred and it was unknown if it was planned. The patient was taking a steroid, but it had no effect. The patient's nickel allergy was a rare form and they also had to change their diet to avoid certain foods. The device may be removed and the manufacturer representative was not sure what the plan was. There was no way to know what was causing the patient's allergy and the patient was not entirely sure either. As they knew as long as the patient's system is intact, there should be no nickel in contact with any biological tissue. On (B)(6) 2016 crts 3382200 x2 (hcp): the hcp further reported that the patient had a full body rash and the patient had been working with a dermatologist and doing testing to check for allergies. The step taken to resolve the issue was total system explant of the patient's implantable neurostimulator (ins) and lead. The rash had gotten better once the system was removed. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation, gastrointestinal/pelvic floor, and bowel incontinence.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from the health care provider (hcp) via a manufacturer representative reported that the patient felt they had an allergic reaction to the system and developed a whole body rash shortly after being implanted. The patient was tested for allergy and no problem was identified. There were no environmental, external, or patient factors that may have led to the issue. The device and lead were removed and were returned.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found that the ins was functionally okay with insignificant anomalies. Analysis of the tined lead ((B)(4)) found no anomaly. Result and conclusion codes have been updated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the patient had developed small itchy bumps to giant blisters along with her rash. The patient was inquiring about the materials the device was made of to see what was causing the contact dermatitis. The whole system was removed and within 3 days the patient stated that over 80% of the rash went away but because of being stirred up the patient was experiencing issues with other systems and being sensitive to her allergies. The patient reported that the implant worked fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.